Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor would not power on. The cause of the problem was isolated to computer analog c/a board sn (B)(4). The monitor was unable to program unless pressure was placed on u101. The ca board has been returned to vendor for replacement of ram components u101. The root cause of the defective ram was unable to be positively determined, but was likely caused by an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the intermittent bga connection. The pt received a replacement monitor.

Event description:
Review of the download data for a (B)(6) male pt revealed service code 204, 107 and 108. Zoll customer support contacted the pt and issued him a replacement monitor.